Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/16/2015 and evaluated by lifescan product analysis on 4/23/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patient¿s test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.